Event description:
Customer reported the pump battery depleted too quickly, but issue did not lead to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app, advising to report if battery depletion exceeded 35% daily; customer acknowledged these instructions. The customer continued using the pump for insulin therapy.